Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of severe lower back pain, right leg pain and previous lumbar disc herniation with previous discectomy. The patient is reported to have undergone recent laminectomy surgery for moderate to severe stenosis and disc herniation. Post-operatively, the patient developed deep vein thrombosis (dvt) and pulmonary embolism (pe). The indication for the filter placement was reported to be for the prevention of further pes. The filter was implanted via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. Approximately thirteen years after the filter implantation, the became aware that the filter was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced anxiety associated with the filter. The provided information indicates that the patient¿s death was related to the filter occlusion; though the date of death and a death certificate were not provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter: occupation: other, senior counsel, litigation. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including occlusion that caused injury and death of the patient. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records state that the filter was implanted after laminectomy procedure as the patient was found to have deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was implanted to prevent further pes. The patient had a history of severe lower backpain, right leg pain and previous lumbar disk herniation that required a discectomy three years prior to the index procedure. The patient had moderate to severe stenosis and disk herniation. The filter was deployed via the patient's right femoral vein. The filter was deployed just inferior to the left renal vein. The filter was fully deployed and in a good position. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced anxiety, blood clots, clotting and or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately thirteen years after the index procedure. The form also states that filter occlusion caused the patient's death.